Event description:
It was reported that during a robotic prostate procedure, once the device was loaded with a green reload, the device would not open the jaws after bring loaded and closed on the back table. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis showed that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The reload was installed without any difficulties and did not fell out during functional testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.